Manufacturer narrative:
Identification #: (B)(4). D4: device was manufactured in 2015 and was not subject to UDI requirements and removed UDI info in d4. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the display has bad/missing pixels, no patient involvement.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Finding/root-cause: the reported complaint was duplicated and isolated to a failed led matrix p/n:14459. This is a known issue addressed through risk assessment rkm-0313.

Event description:
Additional information received indicates that the customer returned their device for further investigation.